Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2011 that a customer had an issue with a sharps container. The end user reports that an employee received a dirty needle stick from a needle protruding out from under the lid of the container. The employee was wearing two pairs of protective gloves, and the needle pierced both gloves. In response, the employee underwent blood borne pathogen testing, which included baseline testing with a follow up scheduled at 6 months from the date of the incident.